Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report.

Event description:
Procedure: revision intrafix case. Open surgery procedure. Exposed the intrafix screw and sheath which were protruding approximately 2mm out of bone tunnel. Screw mobile when tested with a forceps. Both removed and tibial tunnel did bottom out as opposed to continue through to joint implying bone filling joint side. Used a milagro advance 11x 30mm screw to close the bone tunnel. No xrays available. Primary surgery date - (B)(6) 2010- using size 7-9mm acetyl screw. See associated medwatch # 1221934-2014-00415.

Manufacturer narrative:
The complaint sheath was received. The sheath was received in multiple fragments. There is significant tissue and blood debris on the sheath indicating implantation. The fragments show some damage to the sheath, but no information is available to indicate if the damage happened during implementation or during removal of the device. This complaint can be confirmed. However, we cannot discern a root cause for this failure with the returned fragment of the sheath. No further procedure details were provided to determine a root cause for the reported failure. Furthermore, no lot numbers were supplied for the applier or the needles which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. If additional information is made available to mitek complaints in future, this complaint will be re-opened and re-evaluated. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Procedure: revision intrafix case. Open surgery procedure. Exposed the intrafix screw and sheath which were protruding approximately 2mm out of bone tunnel. Screw mobile when tested with a forceps. Both removed and tibial tunnel did bottom out as opposed to continue through to joint implying bone filling joint side. Used a milagro advance 11x 30mm screw to close the bone tunnel. No x-rays available. Primary surgery date - (B)(6) 2010 - using size 7-9mm acetyl screw. See associated medwatch # 1221934-2014-00415.